Event description:
Patient states lens tore in the eye. Torn edges scraped against her eye causing red, irritated and watery eyes. She also stated she now had a pus infected and painful eyes. Follow up attempts with the patient have been made for any treatment she may have had with no reply to date.